Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned with reason unknown. A new lead with the same model was successfully implanted. No additional adverse patient effects were reported.